Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range shock impedance measurement's greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. An x-ray was performed and revealed that the df-1 connector may not have been fully inserted in the device header. An invasive procedure was performed. The leads were removed from the device header and then reinserted into the header. Non-invasive programmed stimulation (nips) was performed and shock impedance measurements were observed to be stable in the 40-60 ohms range in triad configuration, however, out of range shock impedance measurements were observed when programmed rv to ra. Ts discussed a potential proximal coil issue. This product remains implanted and in service. No additional adverse patient effects were reported.

Event description:
Additional information obtained that both crt-d and rv lead were explanted and returned for analysis. A new system was replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The patient will continue to be monitored. Records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Additional information indicated that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurement that was detected via the patient's remote home monitoring system. The field representative noted that previously they suspected a loose setscrew, which is why the patient underwent surgical intervention to assess connection. Boston scientific technical services (ts) suggested bringing the patient in to trace the source of high impedance and provided troubleshooting options. Additional information obtained from the field representative indicated that the physician now currently suspected that the rv lead is fractured, but it has not been confirmed. Subsequently tachycardia therapy was intentionally programed off and the patient is currently wearing a life vest while waiting for the rv lead extraction. This system remains in service. No additional adverse patient effects were reported.